Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the cartridge to address the issue. Customer's blood glucose was in 60 mg/dl range.